Event description:
It was reported that patient expired. Time and cause of death were unknown. The results of product testing did not suggest that a device caused or contributed to the death of the patient.

Manufacturer narrative:
No medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. A complete model 7120q lead was returned for analysis. Visual inspection found no anomalies. Electrical testing performed resulted in normal lead characteristics. Continuity testing was performed while manipulating and stretching the lead and all electrical measurements across the conductor cables were within specification. No electrical anomalies or internal shorts were found across the coils and conductors. Impedance testing resulted in normal high voltage and pacing lead impedance measurements.